Manufacturer narrative:
Follow-up #1: date of submission 10/01/2014 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the black box (bb) information from date of complaint has been overwritten. Current bb shows one eaw145 ¿occlusion¿ alarm associated with a high force. Reviewed alarm history, no occlusion alarms present on (B)(6) 2014..3. Pump was exercised for 24 hours on a 1 unit per hr basal rate with no ¿occlusion¿ alarms duplicated. Force calibration check passes. During investigation, the pump was manually occluded during a bolus delivery. The pump displayed a "occlusion alarm" message along with alarming in both a vibrate and audible tone. Reviewed pump history, eaw 145 present in pump history. The force sensor pins seated and solder connections intact. No evidence of moisture or loose components inside pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a occlusion (absence of occlusion alarm) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.